Event description:
It was reported that the right atrial lead and the right ventricular lead were capped and replaced on (B)(6) 2017 due to oversensing. The patient was stable before, during, and after the procedure.